Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and the 11v backup battery (serial number: (B)(6) was returned for analysis to the european distribution center (edc). A log file was submitted for review as well as downloaded. A review of the log files showed overlapping events spanning approximately 3 days (B)(6) 2020, (B)(6) 2000 per timestamp). Events occurring after (B)(6) 2020 were recorded while the controller was in charge mode. Intermittent backup battery faults were active on (B)(6) 2020 from 07:42:47 ¿ 08:26:50, (B)(6) 000, and on (B)(6) 2020. The alarms were associated with ebb circuit fault flags. The driveline was disconnected on (B)(6) 2020 at 08:26:32 for a controller exchange. Pump operation was not affected while the driveline was connected. There were no other notable alarms active in the log file. The system controller was returned without a backup battery in the controller and was submitted for testing with a test backup battery. The controller passed all preliminary and functional testing and was able to operate a pump for an extended period of time as intended. The backup battery was returned separately to the edc on 13oct2020 and was tested on (B)(6) 2021. At the time of testing the backup battery was found to be in a depleted state and could not support a system; no further testing could be done due to the state of the returned battery. The reported event was unable to be reproduced during testing. The root cause of the backup battery fault alarms was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Battery inspection data was reviewed for the 11v backup (serial number: (B)(6) revealing that the battery passed all testing and quality assurance specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU section 2- ¿systems operations¿ explains that by design, when 6 months or less remain before expiration date a battery replacement reminder alarm will activate on the system monitor. Heartmate 3 IFU section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2020 the patient observed an advisory alarm during the night and switched to their backup system controller due to the alarm. The account stated the patient mentioned a backup battery alarm. The patient then visited the outpatient clinic and the system controller was interrogated through the system monitor which showed a replace backup battery alarm despite 23 months of service life left. The clinic decided to provide a new backup system controller to the patient and the affected controller and battery were to be returned for evaluation.